Event description:
The customer reported to olympus that the duodenovideoscope had internal defects of channel stint stuck inside the biopsy channel. During the evaluation the following reportable malfunction was found; yellow substance was found in the biopsy channel and distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: stint stuck inside the biopsy channel and low angulation. The device evaluation found no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/yellow substance in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Reprocessing survey info: 1. Did the customer clean, disinfect, and sterilize the device before sent it to olympus? Reprocessed via medivator. 2. Do you have any idea about what the foreign material is? Negative 3. Was there any delay in the start of precleaning? Negative 4. Did you flush the air/water nozzle with water and air? As possible 5. Were there any abnormalities in the accessories used for reprocessing? Negative 6. Did you immerse the endoscope in the detergent solution? Affirmative 7. Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Affirmative 8. Did you flush the air/water nozzle with the detergent solution? As possible 9. Are there any other concerns about the reprocessing? Negative olympus will continue to monitor field performance for this device.